Event description:
A report was received that the stimulation was not covering the pt's pain areas. An impedance check indicated that electrodes 2, 6, and 8 on one lead were showing high impedances. Reprogramming was unsuccessful so the physician decided to explant the lead and implant a new one.